Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Reviewing attached picture, only migration of the screw can be confirmed. The nail and looking screw are still intact. The attached picture was forwarded to the medical safety officer for picture review. The reported problem was able to be confirmed as the head element has migrated medically thru the nail becoming separated or completely disengaged from the tfna nail. At the same time the head element/lag screw has penetrated the femoral head into the acetabulum. The manufacturing specification were reviewed, and this lot met all dimensional, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Also the raw material receiving/putaway checklist met all inspection acceptance criteria. Based on that and due to the received information that the consultant is happy that it was not an implant failure and they believe that the set screw was not properly screwed in, therefore the lag screw was not correctly locked. Therefore a product failure can be excluded. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: elmira / monument manufacturing date: 23-jan-2019, expiration date: 01-jan-2029, part number: 04.038.205s, tfna fenestrated screw 105mm -sterile, lot number: h806935 (sterile), component part(s) reviewed: part number: 21128, tialnbri10.36, lot number: h757068. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: ktt. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was treated on an unknown date with left trochanteric femoral nail advanced (tfna) system. On an unknown postoperative date the femoral lag screw cut through the femoral head into the acetabulum. Lag screw disconnected from femoral nail medially. Per surgeon set screw was not properly screwed in, therefore the lag screw was not correctly locked. Implants were successfully removed on (B)(6) 2019 and patient was inserted with an antibiotic nail. The patient will return later for further surgery and permanent fixation of the fracture. This report is for one (1) tfna fenestrated screw. This is report 2 of 3 for complaint (B)(4).